Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water. Customer stated that they saw fluid under the lcd. No harm requiring medical intervention was reported. The device will be returned for analysis.